Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a travel coarse error. There was no patient involvement and no patient harm/ no adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked top case, bottom case, and plunger case. A travel coarse error was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the dirty lead screw and clutch halves were the root cause and were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.